Manufacturer narrative:
Device is combination product. (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. The patient was presented with st-elevation myocardial infarction (stemi). The target lesion was located in the proximal and distal third segment of the right coronary artery (rca). Pre-dilation was performed with balloon. A 3.00 x 32 synergy¿ drug-eluting stent was advanced. During attempt of deployment, the stent had dislodged. Angiography was performed and revealed deformity of the stent. A guide catheter was then used to recapture and withdraw the dislodged stent. No patient complications were reported . The patient was transferred to a recovery room and was hemodynamic stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found that the stent was dislodged from the sds. The stent was damaged, stretched and squashed its entire length. The maximum crimped stent profile measurement is within specification. The balloon cones were reviewed and no issues were noted. Stent crimp markings were present on the balloon body and the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed slight damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. The patient was presented with st-elevation myocardial infarction (stemi). The target lesion was located in the proximal and distal third segment of the right coronary artery (rca). Pre-dilation was performed with balloon. A 3.00 x 32 synergy¿ drug-eluting stent was advanced. During attempt of deployment, the stent had dislodged. Angiography was performed and revealed deformity of the stent. A guide catheter was then used to recapture and withdraw the dislodged stent. No patient complications were reported . The patient was transferred to a recovery room and was hemodynamic stable.